Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured. There was no patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the device was returned used. A kink was observed. After review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the customer. No fiber disturbance was observed to the balloon; however, a break at the proximal butt joint was observed. Functional/performance evaluation: the patency of the guidewire lumen was tested , and it passed with some resistance at the kink. Using an in-house inflation device, an attempt was made to inflate the balloon using water. Water was seen exiting the proximal butt joint. No ruptures could be identified. It is possible that the break at the proximal butt joint was perceived as a balloon rupture by the customer. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a partial circumferential break at the proximal butt joint. No ruptures were identified during the evaluation. It is possible that the break at the proximal butt joint was perceived as a balloon rupture by the customer. However, the definitive root cause for the break could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.